Event description:
The facility representative reported a fail code 570 during patient use; unknown if this occurred during an infusion. No pt reports of pt injury or medical intervention. No add'l ifo is available.